Event description:
This follow up is being submitted due to the completion of the investigation. Original description: sato et al 2015 ¿ ¿percutaneous drainage for afferent limb syndrome and pancreatic fistula via the blind end of the jejunal limb after pancreatoduodenectomy or bile duct resection¿. Metallic stent placement was subsequently performed via the bejl to address malignant afferent limb obstruction in two patients. In one patient with an anastomotic-type obstruction (patient 3), two bare stents zilver stent, cook, limerick, ireland) were placed 13 days after the initial drainage: pr #1: 10-mm diameter 80-mm length pr #2: 10-mm diameter 40-mm length pr #3: an additional biliary stent (10-mm diameter 60-mm length; zilver stent, cook) was placed via the ptbd tract. +additional descriptions as below. #1: x1 zib6 10-mm diameter 80-mm length: (B)(4) off-label stent placement: metallic stent placement was subsequently performed via the bejl to address malignant afferent limb obstruction.

Manufacturer narrative:
PMA/510(k) #: k163018. Device evaluation. The zilver biliary self-expanding stent device of unknown lot number involved in this complaint was not available for evaluation. With the information provided, a document based investigation was conducted. Document review. Prior to distribution zilbs devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the relevant manufacturing records could not be completed as the lot number was unknown. There is evidence to suggest that the customer did not follow the instructions for use (ifu0065-3). ¿this device is used in palliation of malignant neoplasms in the biliary tree¿ it was off-label use in the bejl. Root cause review. A definitive root cause is off -label use. It was off-label use in the bejl. Summary. The complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
PMA/510(k) #: k182980. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Sato et al 2015 ¿ ¿percutaneous drainage for afferent limb syndrome and pancreatic fistula via the blind end of the jejunal limb after pancreatoduodenectomy or bile duct resection¿. Metallic stent placement was subsequently performed via the bejl to address malignant afferent limb obstruction in two patients. In one patient with an anastomotic-type obstruction (patient 3), two bare stents zilver stent, cook, limerick, ireland) were placed 13 days after the initial drainage: pr #1: 10-mm diameter 80-mm length, pr #2: 10-mm diameter 40-mm length, pr #3: an additional biliary stent (10-mm diameter 60-mm length; zilver stent, cook) was placed via the ptbd tract. Additional descriptions as below. #1: x1 zib6 10-mm diameter 80-mm length: pr300339) off-label stent placement: metallic stent placement was subsequently performed via the bejl to address malignant afferent limb obstruction.